Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patients medical history did not include a history of arrhythmia, heart failure or diabetes. The field also indicated that the physician believed the reported event was procedure related. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_992 - valved grafts pas, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm sjm masters series valsalva aortic valved graft was chosen for implant. Prior to implant, a 905 abbott/sjm mechanical heart valve sizer set was used to size the native valve. The graft was successfully implanted without problems. On (B)(6) 2023, it was confirmed that the patient experienced atrial fibrillation. Intravenous medication (cordarone) was administered. On (B)(6) 2023, the patient returned to their baseline rhythm. The patient was discharged home in good condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.